Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon detachment occurred. The lesion was located in an arteriovenous fistula in the cephalic vein. The blue max dilatation catheter was advanced to the lesion and inflated to 18 bars. No inflation difficulties were noted. However, the balloon ruptured, detached from the catheter, and remained within the vein. Therefore, the physician removed the catheter and advanced another balloon catheter, which was passed through the detached balloon material of the blue max dilatation catheter. The balloon catheter was then inflated and pulled back with the detached balloon material to the puncture point in the forearm. A tourniquet was used to prevent blood loss, and the pt was transferred to a surgical unit. The detached balloon material was removed successfully via a surgical procedure. Post procedure, the pt experienced two consecutive heart failures, and died a few hrs post procedure. In the opinion of the physician, the death was related to the surgical procedure.

Manufacturer narrative:
.